Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient has felt sick, weak, and dizzy since receiving a therapy from the device. The patient stated it felt different than the prior device. The device remains in use per the manufacturers implant record. No further patient complications have been reported as a result of this event.